Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/20/2025, it was reported by a sales representative via (B)(4) that an ar-8956-10 .062'' wire cutter with safety inserts was broken. No effects were reported on the patient. This was discovered during a procedure, with no reported patient harm. Additional information was received on 04/02/2025: this occurred when the surgeon tried to snap the pin off, and then the device broke inside the patient. All fragments were retrieved from the patient. There was no case delay or added anesthesia administered. The case was completed by snapping off using a hospital pin cutter with snap-off pins. No negative effects were reported on or after the surgery for the patient. This was discovered during a distal humerus fx procedure on (B)(6) 2025.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-8956-10, batch 672402, was received for investigation. - visual inspection identified breakage across one of the wire cutter jaws. No fragments were returned for analysis. - functional testing was not performed due to the damage to the device. - the most likely cause of the reported failure is wear and tear. Due to continuous mechanical forces applied to it, the device will inevitably sustain damage over time. - refer to investigation photos. - the complaint allegation is confirmed.